Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6): product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 01-nov-2020, UDI#: (B)(4) h3. Analysis of the communicator found that the device failed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implanted pump. The indication for pump use was chronic low back pain and non-malignant pain. The patient¿s friend/family member reported that for well over a week, the patient¿s communicator would not take a charge or come on. Per the reporter, the charging port was loose, and the indicator light wouldn¿t come on when plugging it in. The reporter tried another outlet on the call without resolution. A replacement communicator was requested from the repair department because the communicator wouldn¿t take a charge or turn on due to the communicator charging port being loose. No patient injury reported.